Manufacturer narrative:
This report has been identified as b. Braun medical internal report number 400496114. One unused sample in open packaging confirming the reported lot number was returned for evaluation. Visual examination of the sample noted no defects. The part was leak tested and weepage tested per specification with no leakage noted to be occurring on the valve. Based on the evaluation of the provided sample the reported defect is not confirmed. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device involved has been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: "blood and fluid was leaking from the actual valve when the fluids were disconnected."